Event description:
It was reported that the patient had syncopal episode, fell down some stairs, and was in the intensive care unit. The device had been interrogated and the episode had been present. The following day another interrogation was performed and the episode was no longer listed. The device remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.